Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the smart control 8 x 100 mm self-expanding stent (ses) prematurely deployed. Access for the procedure was contralateral. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: heavily calcified and not tortuous. The lesion was pre-dilated with an unknown six (6) mm balloon catheter. The physician reported feeling resistance/friction with the six french sheath while delivering the stent. As the delivery system was advanced further, the stent deployed prematurely. The stent delivery system was removed from the patient successfully. There was no attempt made to re-capture the stent. The target lesion was treated successfully with a seven (7) mm smart control stent. The procedure was completed successfully. There was no reported patient injury. No additional information was available.

Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The locking pin of the device was locked in place during advancement and the handle was held straight outside of the patient. The device was stored properly and the temperature exposure indicator appeared to be normal. The product was returned for inspection. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13255159 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One (1) unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13255159. Outer member subassembly lot 13251670 was reviewed. It was observed during review of lot 13251670 that no non-conformances were generated, and no incidents were noted that could be potentially related to the complaint reported. Thirty-four (34) units were rejected during the assembly of lot 13251670. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Inner member subassembly lot 13250494 was reviewed. It was observed during review of lot 13251670 that no nonconformances were generated, and no incidents were noted that could be potentially related to the complaint reported. Zero units were rejected during the assembly of lot 13251670. No issues were noted that were considered potentially related to the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.